Event description:
Following a diagnostic procedure on 10/8/97, two angio-seal devices were placed bilaterally. A routine ultrasound was performed post deployment which reportedly visualized the anchor "spinning". The radiologist reported that the pt developed a painful toe that turned blue after the insertion of the device(s) requiring that the pt be readmitted to the hosp on 10/28/97. On 10/28/97 an angiogram was performed which showed occlusion. Thrombolysis was attempted (urokinase) without success. On 10/29/97 the pt was taken to the operating room for right cfa and sfa exploration with left leg thrombectomy and intra-operative angiogram. The bilateral lower extremity pulses were noted to be palpable and strong, although the left great toe remained "dusky". On 10/30/97, removal of a foreign body was performed on the lleft at the trifurcation above the knee to remove the occlusion of the left posterior tibial artery. Follow-up with the physician who inserted the device states that the foreign body which was removed was not the anchor, but the device collagen. On 11/03/97 the pt was discharged home without further sequelae.